Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) patient of (B)(6) origin. Medical history included heart disease, cataract, eyes could not open (at first the left eye could not open, then the right eye could not open) and vision was decreased. Concomitant medication included acarbose, metformin and insulin glargine, for unknown indications and an unspecified medicine for heart disease. The patient received human insulin (rdna origin) injections (humulin r, 100u/ml) from a cartridge, 14-15 u one time but the highest dosage was 20 u, three times per day subcutaneously and beginning on an unknown date via an unspecified lilly pen. He also received insulin lispro (rdna origin) injections (humalog, 100u/ml) from a cartridge via humapen ergo ii, 6-8 u in the morning, 10-11 u at noon and 10 u in the evening, subcutaneously, beginning in 2014; both for the treatment of diabetes mellitus. In 2014, his blood glucose was not controlled well (no values, units or reference ranges were provided), his urine routine test was not normal and he was hospitalized. In 2014 his injection pen failed and the outer skin fell off (unspecified type of pen) ((B)(4), lot unknown). On an unknown date he changed human insulin to insulin lispro per physicians order. On an unknown date his humapen ergo ii dosage could not be pressed down to zero after injection and he did not inject enough insulin lispro ((B)(4), lot 1106d01). Information regarding corrective treatments, hospitalization details and outcome of the events were not provided. Human insulin was discontinued in 2014 and insulin lispro treatment was ongoing. The operator of the devices and his/her training status was not provided. The general device (unspecified lilly pen) duration of use and the duration of use were unknown. The unspecified lilly pen was discarded; therefore it would not be returned. The general humapen ergo ii duration of use was unknown but began in 2014. The suspect humapen ergo ii duration of use was not provided. It was unknown if the use of the suspect humapen ergo ii was continued. The reporting consumer did not know if the events were related to human insulin and insulin lispro and did not provide assessment of causality for the unspecified lilly pen and humapen ergo ii. Update 21-jul-2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting, and to add the product complaint numbers to the narrative. Update 21-jul-2016: information received from the affiliate on 14-jul-2016. The event of accidental underdose happened with the humapen ergo ii and insulin lispro. Narrative and fields were updated accordingly. Edit 26-jul-2016: upon review of information received on 14-jul-2016 redaction of last update statement was updated.

Manufacturer narrative:
No further follow up is planned. This report is associated with 1819470-2011-00193, since there is more than one device implicated. Evaluation summary: a male patient reported his humapen ergo ii device dosage could not be pressed down to zero after injection and he did not inject enough insulin. He experienced abnormal blood glucose levels. The investigation of the returned device (batch 0909d02, manufactured september 2009) found the device body cracked near the lens/bezel due to excessive force while in the field. The investigation also found the soft touch discolored and detaching, and white crazing of the lens caused by exposure to an unknown chemical. However, the device met functional requirements and met dose accuracy and glide force specifications. No malfunction identified. The user manual describes the proper care and storage of the device. It further instructs to not use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. There is evidence of improper use or storage. The device body was cracked near the lens/bezel and damage to the lens and pen body caused by exposure to an unknown chemical are both consistent with damage while in the field. This damage may not be relevant to the event of abnormal blood glucose levels.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient of asian origin. Medical history included heart disease, cataract, eyes could not open (at first the left eye could not open, then the right eye could not open) and vision was decreased. Concomitant medication included acarbose, metformin and insulin glargine, for unknown indications and an unspecified medicine for heart disease. The patient received human insulin (rdna origin) injections (humulin r, 100u/ml) from a cartridge, 14-15 u one time but the highest dosage was 20 u, three times per day subcutaneously and beginning on an unknown date via an unspecified lilly pen. He also received insulin lispro (rdna origin) injections (humalog, 100u/ml) from a cartridge via humapen ergo ii, 6-8 u in the morning, 10-11 u at noon and 10 u in the evening, subcutaneously, beginning in 2014; both for the treatment of diabetes mellitus. In 2014, his blood glucose was not controlled well (no values, units or reference ranges were provided), his urine routine test was not normal and he was hospitalized. In 2014 his first injection humapen ergo ii failed and the outer skin fell off (pc (B)(4), lot unknown). On an unknown date he changed human insulin to insulin lispro per physicians order. On an unknown date with his second humapen ergo ii dosage could not be pressed down to zero after injection and he did not inject enough insulin lispro (pc (B)(4), lot 0909d02). Additional information was not provided. Information regarding corrective treatments, hospitalization details and outcome of the events were not provided. Human insulin was discontinued in 2014 and insulin lispro treatment was ongoing. The operator of the devices and his/her training status was not provided. The general device of the first humapen ergo ii duration of use and the duration of use were unknown. The first humapen ergo ii was discarded and not returned. The second general humapen ergo ii duration of use was unknown but began in 2014. The second suspect humapen ergo ii duration of use was not provided. The device associated with product complaint (B)(4) was returned on 20jul2016, and no malfunction was found. The reporting consumer did not know if the events were related to human insulin and insulin lispro and did not provide assessment of causality for the humapens ergo ii. Update 21-jul-2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting, and to add the product complaint numbers to the narrative. Update 21-jul-2016: information received from the affiliate on 14-jul-2016. The event of accidental underdose happened with the second humapen ergo ii and insulin lispro. Narrative and fields were updated accordingly. Edit 26-jul-2016: upon review of information received on 14-jul-2016 redaction of last update statement was updated. Update 12-aug-2016: additional information received from the affiliate on 15-jul-2016. First suspect device was changed from humapen unknown device to humapen ergo ii and a new humapen ergo ii was coded as suspect. Product complaint reference numbers were processed and added to the narrative. No adverse event information was received. Edit 16-aug-2016: upon review of information received on 14-jul-2016. Third humapen ergo ii was deleted, lot number of the second humapen ergo ii was changed from 1106d01 to 0909d02 and pc (B)(4) was reprocessed and added to the second pen. No other changes were performed. Update 22aug2016: additional information was received on 22aug2016 from the global product complaint database. The following was added for the device associated with product complaint (B)(4): added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. The following was added for the device associated with product complaint (B)(4); added the device specific safety summary, return date, and manufactured date of the device; updated the improper use and storage to yes; updated the malfunction field to no; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.